Event description:
It was reported that the graft was implanted about three years ago. Upon follow-up examination of the pt, there was a hook fracture noted. Reportedly, there was no migration and no leaks noted.